Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached the end of service. Surgical intervention was undertaken on (B)(6) 2021 and the ipg was explanted and replaced. Effective therapy was established postoperatively.